Event description:
Endo capsule was administered, and testing started per manufacturer's recommendations. The capsule appeared to be working correctly for approximately 30 minutes, then quit working, the light on the recording unit stopped blinking which indicated no images were being captured. This was confirmed by attaching the real-time viewer to visualize what the capsule was taking photos of. The screen on the real-time viewer was blank/white, confirming no images were being captured. Call to product rep and technical support yielded no results in the cause of the problem. On (B)(6) 2013, the same patient came for a repeat procedure. Same issue occurred as it did on (B)(6) 2013. While patient was still in office, technical support was called. In the time it took to get through and talk with technical support (took approximately 40 minutes), the light on the recorder started blinking again. Patient remained in office an additional 20 minutes to check that it was still blinking and capturing images. Study was able to be finished, but the first hour or so of the study was not being captured while the light on the recorder was not blinking, so the study was incomplete.